Manufacturer narrative:
Date of event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced nausea, vomiting and drainage at the incision site. As a result, patient underwent surgical intervention, wherein the lead was explanted and the lead site was irrigated.

Event description:
Related manufacturer reference number 1627487-2019-12536. Additional information received indicated that patient symptoms were still persisting. As a result, patient underwent further surgical intervention wherein the ipg was explanted on unknown date.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.